Event description:
The hospital reported that they have to cut off the tubing for gas to flow on the insufflation tubing during laparoscopic cases.

Manufacturer narrative:
Describe event or problem: the end user reported that they have to cut off the tubing for gas to flow on the insufflation tubing during laparoscopic cases. Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. A migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposer to high heat, in december 2008, a 100% inspection of the modified device was performed with no defects found.